Event description:
Additional information received reported the patient did not have any concerns with their device or therapy. The patient was seen at a hospital, and the pump was turned down on (B)(6) 2015. It was noted that the patient was receiving physical therapy (pt). The patient had an appointment to see a certified physician assistance (cpa) on (B)(6) 2015.

Event description:
It was reported the patient passed out on (B)(6) 2015 and was home alone. The patient¿s spouse contacted the police to have the patient checked on, and they were found passed out. The patient was sent to a local hospital and was then transferred to a different hospital. The patient was told they believed it might have been related to the pump. It was noted that the patient was not supposed to be getting clonidine as it affects her blood pressure. The pump was used to infuse clonidine, bupivacaine and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).